Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading over 500 mg/dl. Prior to the event, the customer was unable to hold water down, and he knew that he had to go to the hosp. It was also stated that the insulin pump was alarming button error. The buttons were not being pressed for longer than three minutes, and the alarm could not be cleared. Advised the caller that the insulin pump would be replaced. Nothing further was reported.